Manufacturer narrative:
H10: additional narratives surgical/percutaneous intervention is indicated or performed, or harm occurred due to the device, or there is a device malfunction that could cause or contribute to a serious injury. This event is considered a serious injury. The device was not returned for evaluation, as the device availability is unknown. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion.

Event description:
Edwards received a notification from a law firm that a 21mm aortic valve, which was claimed as defective and should have been recalled, was explanted after an unknown implant duration. Per index op notes the patient underwent avr + mzae procedure. The alleged valve was seated and there was excellent fit and no impingement on the coronary ostia. The patient was awaiting transfer.

Manufacturer narrative:
Based on the information available, a definitive root cause was unable to be determined. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received a notification from a law firm that a 11500a 21mm aortic valve, which was claimed as defective and should have been recalled, was explanted after an implant duration of 2 years, 9 months.

Event description:
Edwards received a notification from a law firm that a 11500a 21mm aortic valve, which was claimed as defective and should have been recalled, was explanted after an implant duration of 2 years, 9 months due to severe stenosis and moderate insufficiency caused by leaflets sclerosis. Per medical records the patient underwent redo avr, aortic root enlargement with a hemashield patch, and maze procedure. The alleged valve leaflets showed circumferential sclerosis (thickening) beginning from the stent post midway into each leaflet. A non-edwards mechanical valve was implanted in replacement. The patient tolerated the procedure and was transferred to the ICU in satisfactory condition with good hemodynamics. The patient was discharged home on pod #4.